Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the sample blood volume does not reach out to the mark indicated in tube. The vacuum is weak, and does not fill till the recommended volume during sample acquisition.

Manufacturer narrative:
H.6. Investigation summary: bd received ten (10) samples and one (1) video for investigation. The video was reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on the video. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 09-aug-2023.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: the sample blood volume does not reach out to the mark indicated in tube. The vacuum is weak, and does not fill till the recommended volume during sample acquisition.